Manufacturer narrative:
No blank display noted. After battery installation unit gave a full segment display anomaly, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test and displacement test due to full segment display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had blank display. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump was not exposed to moisture. Customer reported that the insulin pump did not have any physical damage. Customer reported that the battery cap and battery compartment were intact. Customer reported that she changed the battery but the issue persist and display still blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will not be returned for analysis.